Manufacturer narrative:
No a21 alarm or reset anomaly after battery change noted. Pump passed a21 error test. Pump received with a47 alarm in the history file. A47 alarm due to corrupted history file. Pump received with normal operating currents.no unexpected low battery alarm noted. The battery icons and reservoir icons functioned properly. Pump passed the rewind, displacement test, basic occlusion test, occlusion test, prime/a33 test, no delivery test. Pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple errors including; low battery, reset error and unexpected restart. The customer's blood glucose reading was 148 mg/dl at the time of incident. Troubleshooting found that the pump passed the self test, but received a low battery alarm and reset alarm during the test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.